Manufacturer narrative:
(B)(4). One of the four devices was received for evaluation. Visual inspection was performed with a separation found between the luer lock and the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. The three other devices were not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four duo-vent solution sets leaked. This occurred during patient use on a dog. It was stated the short line that comes out of the injection site port separated during use. There was no patient injury or medical intervention associated with this event. No additional information is available.